Event description:
The customer contacted stryker to report that their device unexpectedly turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Correction: section b5 on the initial MFR report # 0003015876-2022-00593 indicates: the customer contacted stryker to report that their device unexpectedly turned off. Section b5 should indicate: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device unexpectedly turned off.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.